Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient's battery has been dead since october, when they underwent an unrelated back surgery. A physician recharge mode was attempted, yet was unsuccessful. The patient will be referred for a battery replacement. The rep has no further information and asked that follow-up be completed in 3 weeks. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the battery was replaced on (B)(6).